Manufacturer narrative:
The investigation into the reported positioning issues has been completed. The device was received for analysis. Visual inspection found a kink on the cannula about 14 mm from the of cage. There were no other issues found on the rest of the pump. The pump ran without issue under bench test. The root cause of cannula kink was due to attempt to re-access the valve wirelessly. The cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access.

Event description:
The complainant reported that 68-year old male was attempted to be implanted with an impella cp device for mechanical circulatory support. After the impella cp was pulled out of position by the physician, attempts to re-advance the pump resulted in the catheter kinking distal to the outlet. The pump was subsequently explanted as a result of the reported issue. There was no patient harm.